Manufacturer narrative:
(B)(4). The sample has been received by carefusion and will be forwarded on to the manufacturer, amsino medical, for further evaluation. Upon completion of the investigation, a follow up report will be submitted.

Event description:
Carefusion was notified of this event by cardinal health on 11/02/11. Further information was then received from the customer via user facility medwatch number (B)(4). As reported on the medwatch, "aide was assisting patient and noted difficulty breathing. She immediately called for assistance. Rn entered room and attempted to bag/suction pt via trach and met resistance. Patient had sudden, strong cough and large white object was expelled from trach tube. After the object was dislodged, the patient's reparatory status was stable. Easy effort, good coloring and o2 sats [saturations] were baseline for the patient. After investigation of the object, it was determined that the sponge from the trach "nose" that was on the patient. The trach "nose"/hygroscopic condenser humidifier (hch) was an infant model and the pt had shiley 4.0 trach, which is a small adult trach. We believe this contributed to the sponge becoming dislodged from the device."

Manufacturer narrative:
(B)(4) device evaluation: the customer reported the sponge became dislodged from part# 003011-a and got stuck in the patient's tracheostomy tube, causing the patient to choke. It was stated a "large white object" was expelled from the tube when the patient choked, and the customer identified this object as the sponge from the heat moisture exchanger (hme), part# 003011. The lot number of the defective sample was not provided by the customer and therefore a device history review could not be performed by the manufacturer. To investigate, engineering obtained the tracheostomy tube the customer was using at the time of the event, shiley 4.0 neonatal trach. An unopened/unused sample of part# 003011 was assembled to the shiley 4.0 trach. The shiley 4.0 tracheostomy tube has a much smaller inner diameter than the diameter of the foam piece in the hme. In order for the foam piece to have become lodged within the smaller inner diameter, there would need to be an extremely high flow rate and/or increased flow resistance in the foam caused by occlusion(s). A closer visual inspection under magnification of the foam piece in the customer sample showed no signs of occlusion. The foam cells were all opened. The dry flow resistance of the sample was tested per iso 9360-1 (at 15 lpm) and the flow resistance was on the low side. The manufacturer performs 100% flow resistance to ensure the product is performing as expected, and a sampling inspection of humidification efficiency is also conducted. There have been no additional reports of this kind for part# 003011. The customer's reported complaint could not be confirmed. This is considered an isolated case.